Manufacturer narrative:
The reported event of ¿lead outer insulation got damaged while attempting multiple helix extension¿ was confirmed. As received, a complete lead was returned in one piece. Final analysis found that the inner coil inside the connector region was over torqued consistent with procedural damage. Visual inspection of the lead found that the lead insulation was twisted consistent with procedural damage at the distal region of the lead. The cause of the reported event was isolated to procedural damage. No other issues were detected.

Event description:
It was reported that the patient presented for implantable cardioverter defibrillator implant procedure. During implant of the right ventricular lead, it was noted the outer insulation had sustained damage. The procedure was completed using an alternate lead on (B)(6) 2024. The patient was stable.